Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported being hospitalized for stationary treatment because of high blood glucose level due to pump not working. Nurse reported changed the battery several times but no success starting the pump. Requested return of the alleged device for evaluation.